Event description:
The account alleged that the power supply board was corroded from fluid ingress.

Manufacturer narrative:
The accounts biomed installed a new power supply board to resolve the problem.